Event description:
The device was being used to monitor a pt. Reportedly, the device operator observed ECG artifact on the device's display screen after the device had been on for approximately twenty minutes. The device was removed from use following the event. No pt details were reported.